Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer screen was freezing. The programmer passed all incoming tests with no anomalies noted. A software re-installation was performed as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was freezing. The programmer is expected to be returned for service. There was no patient involvement.